Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 an echocardiogram noted a moderate circumferential pericardial effusion. The echocardiogram was repeated on (B)(6) 2018 with no change in the effusion. The patient presented to the emergency room on (B)(6) 2018 experiencing dizziness and low blood pressure after a hemo-dialysis treatment. A remote transmission was received on (B)(6) 2018 showing changes in sensing and impedance measurements. The physician stated that the changes were noted in (B)(6) 2018 and the patient would be monitored. On (B)(6) 2018 an echocardiogram was done and the effusion was noted to be minimal. A chest x-ray showed the lead was displaced from its original placement. The physician suspected the effusion may have been caused from the displacement of the right ventricular lead. The lead was repositioned on (B)(6) 2018. The patient was hemodynamically stable before, during and after lead repositioning.